Event description:
It was reported the patient lost stimulation as she had not charged her ipg for over a year. The ipg was no longer able to communicate with external devices. The ipg was explanted and replaced to address the issue.